Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) with a competitive right ventricular (rv) lead showed instances of high impedance near the out of range limit. It was recommended to continue monitoring and evaluate possible lead and header issues. After several days, new alerts of out of range (oor), high impedance measurements have been received. The system was checked in office due to abrupt change in right ventricular pacing lead impedance in the past days. No noise or oor impedance measurements were observed with isometrics in a first check in office. The most recent pacing impedance was out of range and unstable. It was mentioned that the lead could be fractured or be showing an spring contact issue. All other lead values were within range and stable. The system remains implanted and the plan is to monitor the patient at this point. No adverse patient effects were reported.